Manufacturer narrative:
Additional information: patient age (a2), patient weight (a4) and event description (b5) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 10 minutes after the surgeon took tele-operation during a robotic laparoscopic radical hysterectomy, the bipolar fenestrated graspers (bfg) began to bend abnormally, and the white component at the jaws started hanging from the instrument. The surgical team carefully removed the instrument in accordance with the broken instrument protocol and replaced it with a new instrument. There was a 10 minute delay. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 10 minutes after the surgeon took tele-operation during a robotic laparoscopic radical hysterectomy, the bipolar fenestrated graspers (bfg) began to bend abnormally, and the white component at the jaws started hanging from the instrument. The surgical team carefully removed the instrument in accordance with the broken instrument protocol and replaced it with a new instrument. There was no patient injury.